Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6) . According to the available information this inflatable device was implanted on (B)(6) 2010 and was removed/replaced on (B)(6) 2020 due to a crack in the tubing. Additional information received from the territory manager indicated: ¿crack in tubing going from pump to cylinder. Cylinders and pump being returned. Reservoir was capped with true lock plug and left in patient. New reservoir was placed on contralateral side.¿ a titan one touch release pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating stress was exerted. Surface abrasion was noted on all pump tubing. Partial separations within abrasion were noted on the exhaust tubing of cylinder 1. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with cylinder 1 and 2. Based on examination of the returned product, it was concluded that the smooth and straight surfaces associated with this separation indicates that sufficient stress was exerted on the shorter length pump exhaust tubing near the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast, though not verified there was a crack in tubing going from pump to cylinder. The cylinders and pump are being returned. The reservoir was capped with true lock plug and left in patient and a new reservoir was placed on contralateral side. The device removed and replaced.